Manufacturer narrative:
The events of death and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. It is unknown if reoperation occurred. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Researching physician reported death related to lymphoma alcl. Pathological markers confirming alcl have not been received. The device manufacturer is unknown. This record is for the left side.

Event description:
Healthcare professional reported "cause of death is alcl with markers c30+, cd4+, cd43+, and alk- present". "[Patient] presented with symptoms of a delayed seroma" and was diagnosed with alcl 8 years after implantation. Patient was treated with "capsulectomy", but had an "incomplete resection of a mass". Patient also received chemotherapy and radiation therapy. Patient was thought to be disease free, but 5 years later, relapsed "with widespread dissemination of disease" and died. It is unknown if the device was explanted.

Manufacturer narrative:
In response to FDA report number: mw5087735. The events of alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.